Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was found to be at eri due to premature battery depletion. Device replacement was suggested. No symptoms were reported.

Manufacturer narrative:
New information received indicates that the device had reached eri due to normal battery depletion.